Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cassette leaked from the patient line. This occurred during drain one of peritoneal dialysis therapy. The patient was connected. The source of the leak was further described as coming from a crack in the patient tubing near the clamp area. The technical service representative directed the patient to restart therapy with new supplies. There was no obvious damage to the over pouch or case observed. The patient received prophylactic antibiotic in an ultrabag. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received and evaluated for the reported event of leak from crack in patient line. The device was visually inspected and underwent functional testing which included leak testing, clear passage test, clamp function test and device to device interaction testing (simulation of therapy use). The device was determined to meet all product specifications related to the reported issue. The reported event was not verified. Should additional relevant information become available, a supplemental report will be submitted.